Manufacturer narrative:
(B)(6) (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: jul 21, 2016. Expiration date: apr 1, 2021. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported during surgery while inserting the cervios chronos implant, the implant cracked. The device was not implanted. All fragments were removed from the patient and a new implant was used to successfully complete the procedure. There was a 15 minute surgical delay due to the reported event. There was no patient harm and the patient¿s postoperative outcome was reportedly fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. A product development investigation was performed on the returned subject device. The returned cervios implant shows at first sight no damage or any signs of wear and tear. After attaching the implant to a holder (art. No. 396.989 / lot. Nr. 2216632) and tightening the nut, the crack became visible. As the complaint description is short with not enough details regarding on how the crack appeared it is not feasible to make a clear statement about this complaint. Therefore only assumptions can be made. E.g. If the nut gets tighten with excessive force it is possible that the material cannot withstand the force which can lead to a crack. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.